Manufacturer narrative:
The customer¿s report of a leak was confirmed; however not from the distal port as reported. Visual inspection of the set revealed a puncture on the top of the piston of the middle smartsite port. Functional testing was performed and a leak was observed from the damaged piston. Visual inspection under magnification revealed the damage to be consistent with that caused by a needle stick. The root cause of the leak was a puncture on the top of the piston of the middle smartsite port.

Event description:
The customer reported that minutes after connecting an infusion of normal saline to the patient the set leaked profusely from the distal port. There was no report of any patient harm.